Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the non-tortuous and non-calcified left circumflex (lcx) artery. There was a very acute tight turn present from the left main (lm) to the lcx. The physician attempted to advance this 185cm kinetix guide wire into the lcx; however, the guide wire was getting hung up in the proximal lcx. After multiple unsuccessful attempts were made to advance the guide wire, the guide wire was withdrawn without resistance, at which point approximately 2cm of the guide wire tip detached in the lm. The guide wire tip did not embolize and it was snared out from the lm. The procedure was completed with a different guide wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. A ship history and subsequent manufacturing batch record review performed on potential batch numbers indicated that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).